Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue. Subsequently, it was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. The customer's blood glucose (bg) level was "high"; specific value not provided. Customer administered a manual injection and correction bolus via the pump to address bg. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.